Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with migration leading to discomfort. The device was repositioned in a procedure on (B)(6) 2023. Post-procedure the patient was stable.